Event description:
The reporter stated that during a surgical procedure to remove a hallulock plate and screws for pain (see also 9615741-2012-00022), the screwdriver shaft broke as the surgeon attempted to remove the fourth screw. The remaining screws could not be removed at that time. A further surgery was rescheduled.

Manufacturer narrative:
Please see also manufacturer's report number 9615741-2012-00022 for the associated hallulock plate and screws adverse event and product problem report. To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.